Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease. Leak test and microscopic analysis were performed which identified no leakage. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was unit intact and functional. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported a left side "hole", "excision of benign mass x3", "320cc saline implant that was filled to 350cc" and that upon explant the device "appeared to be fine and was over inflated." Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified; crease flat. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported a left side "hole", "excision of benign mass x3", "320cc saline implant that was filled to 350cc" and that upon explant the device "appeared to be fine and was over inflated." Device was explanted.